Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection of the endometrium in saline (tcris) procedure, the loop wire at the distal end of the hf resection electrode detached and fell inside the patient. The loop wire was reportedly not retrieved but an examination by x-ray showed no foreign objects inside the patient. The intended procedure was successfully completed with another hf resection electrode and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-07-11). The investigation confirmed that the hf resection electrode is damaged. The loop wire at the distal end has broken off and the remaining wire ends were melted. The present failure mode is consistent with an unintended contact with other metal parts, e.g. Surgical instruments, while the high-frequency output was activated. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.